Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist from the force bipolar instrument came apart during use. It come out of the joint and can not be easily extracted from the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did received the force bipolar instrument to perform failure analysis. The instrument was analyzed and could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The instrument was recognized by the test system and successfully passed all functional tests and was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis.